Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that once the load cartridge step is completed, pump saysit has 189 units of insulin. Once patient tries to prime the tubing and is pressing ok with go prime is highlighted until pump reads 0 units and no insulin is coming out of the pump. The cartridge is empty and the is no insulin in the cartridge compartment. The patient developed a blood glucose over 500 mg/dl. This complaint is being reported as the patient developed hyperglycemia related to the alleged priming issue.